Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "telephone number" field was corrected based on information available at the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image sensor unit was damaged (disconnection, etc.) Due to use stress, external factors, or handling, or mounted parts on the electric board (ic chip, capacitor, etc.) However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the instructions for use which states in "chapter 3 preparation and inspection, section 3.8 checking the function in combination with related equipment:" [inspection of endoscopic images]. Check if normal light observation images and nbi observation images are displayed normally. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm, etc. With normal light observation images and nbi observation images. 3. Make sure the light is coming out. 4. Adjust the amount of light to get the proper brightness. 5. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. 6. Operate the angle lever of the endoscope to bend the curved part. 7. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a compromised image. There was no patient harm associated with the event. The device was returned and evaluated, and image noise occurred, an image cannot be displayed and e218 error occurred. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to image noise occurs and an image cannot be displayed due to damage on circuit board of video plug section; and e218 error due to damage on the charged coupled device (ccd) unit, the additional evaluation findings are as follows: bending section cover and universal cord had a scratch; adhesive on bending section cover had a chip; and due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.